Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect0030 showed no similar product complaint(s) from this lot number.

Event description:
It was reported the patient was guided by the bus on (B)(6) 2020. The PICC catheter was inserted and punctured smoothly. The catheter was inserted 43cm and used for more than 6 months. On (B)(6) 2021, after the patient was admitted to the hospital, the clinical nurse was performing PICC maintenance and the catheter exposed 3cm. The blood was drawn back unobstructed, and the puncture site was found to see water when the saline was flushed. Report to the doctor in charge to extubate the catheter. After the extubation, it was found that the catheter was exposed at two places 5cm.5.5cm (2-2.5cm away from the puncture site) and was damaged. No replacement tube. Note: the production date and expiration date are from warehouse registration.